Event description:
On (B)(6) 2010, patient reported her doctor noticed condensation in the cartridge chamber and advised her to switch to her backup infusion device. Patient stated when she got home and inspected the infusion device; she noticed the amount was very small. Patient reported "there are a few dribbles" that look like condensation on the inside of the chamber. Patient stated, "it had to have come from me when I filled up the cartridge." Patient reported she was able to dry the area with a cotton swab. Patient reported she does not attach infusion adapter or tubing before inserting the insulin cartridge. Advised to always do this. Pt stated "it was just a smear of insulin." No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.